Event description:
The customer reported that her evis exera iii xenon light source was experiencing a leakage during an unspecified procedure. According to the initial reporter, water was leaking from the output connector socket, near the small goal contact point. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was not confirmed. The unit was inspected and tested using olympus scopes and operated without any issues noted. No water was leaking during the tests. However, corrosion was noted inside the air tubing. A non-olympus lamp life meter was reading at 400+ hours with a light output measuring out of range. The front panel mouth had minor fractures present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.